Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, implanting an expired stimulator, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The patient did not engage in physical activity until the implanting clinician provided clearance. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported the receiver pocket feels like the coil is trying to come through. The stimulator has not eroded. The patient is receiving therapy, and a revision has not been performed. The implanting clinician will continue to monitor the patient.